Event description:
It was reported that (1) atb35 and (3) tr35b devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the atb35 would not staple. Another instrument was used to complete the case. There was no consequence to the pt.